Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. The customer called in to complain that her digivoice (non-lifescan product) voice module is not working when plugged into her one touch profile meters. The customer stated that she has a backup of each and when she attempted to swap them out to see if any combination of the meters and the voice modules would work, none of them did. The customer is blind, but stated that her mother reportedly told her that the one touch profile meters were working correctly when not connected to the voice modules. The customer indicated that when the subject meter was connected with the digivoice, the voice module was not reading what was on the subject meter's display. The customer stated that the reported issue began in late 2008 at around 8 am; on the same day, the customer contacted lifescan. The patient reportedly took her normal dose of insulin (58 units 75/25 insulin) shortly after waking up (the same day at around 8:30) without obtaining blood glucose readings and went out to run errands. On the same day between 10 and 10:30 am. The patient reportedly experienced symptoms of "low blood sugar" and she reportedly self-treated with a can of soda and glucotabs. The patient also indicated that she experienced symptoms of "thirstiness" in the afternoon. The patient reportedly could not test her blood glucose due to the reported issue. The patient stated that she talked with the digivoice representative and they stated that the voice module was functioning normally and they alleged that the data port on the meter might be causing the reported issue. However, the customer stated that the one touch profile meter works fine when it is disconnected from her digivoice, but when it is connected, the meter does not communicate with it. Although, there is no evidence that the subject meter malfunctioned, this complaint is being reported since the patient who is visually impaired allegedly experienced symptoms of hypoglycemia and hyperglycemia after the subject meter did not communicate with the digivoice.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.